Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, this was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, valve alignment was performed in a straight section of the aorta and extra volume was added to the balloon of the commander delivery system prior to the inflation. The balloon burst at the end of deployment, after 4 seconds, but the valve was properly deployed. Blood was seen in the syringe. It was difficult to withdraw the delivery system through the esheath but could be removed as a single unit. At the end of the procedure, it was difficult to close the left femoral artery at the puncture site. The patient was in stable condition. The perceived root cause of the balloon burst was calcification in the native annulus and sinotubular junction.

Manufacturer narrative:
Updated section h6-type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Imagery was provided and the following was observed: presence of calcium in native valve/annulus and leaflets. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for delivery system balloon burst was unable to be confirmed based on due to unavailability of device returned nor imagery of the balloon was provided. Available information suggests that patient factors (calcification) likely contributed to the event as imagery provided indicated presence of calcium in the native valve/annulus and leaflets and procedural factors (overinflation). As indicated in the event description "it was decided to implant an 26mm sapien 3 ultra (+2cc)". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume (+2cc) was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint for difficulty to withdraw system through sheath was unable to be confirmed due to unavailability of the device returned nor applicable imagery was provided. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the description mentioned that "it was difficult to withdraw the delivery system through the esheath". As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.